Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grips moved in the opposite direction. This behavior was observed in the yaw direction and presented on 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument moved even when the surgeon did not move it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information based on a follow-up: the movement was jerky going against the intended direction. The issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer (hrsv). The issue did not occur when the surgeon was attempting to manipulate the instruments. The instrument did move, too much and too often. The movements of the surgeon did not appropriately scale to the instrument as the distance was greater. The instrument moved in the intended direction. The timing of the movement was not appropriate. Shakiness and friction occurred. The issue was intermittent but consistent. There was no injury to the patient. There was no instrument-to-instrument or arm-to-arm interference. There were no external collisions. The device was not inspected prior to use. No images or video recordings are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.